Event description:
The set screw driver became jammed in the head of the screw during the final tightening of the dtl construct. The surgeon forcefully pulled the set screw driver from the head of the screw, and it appeared that the screw driver was stripped. Upon inspecting the device, it was discovered that the set screw driver had a broken tip that was left inside the pt.

Manufacturer narrative:
Device history records reviewed and dimensional analysis performed on returned portion of the device. Review of device history records indicated the device was manufactured to spec. Results of the dimensional analysis were within spec. Visual review of the device confirmed the device did not fail from a torsional load being applied.